Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent damage occurred requiring surgical intervention. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The target lesion was located in the proximal left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, delivering the stent into the lesion was difficult and the balloon inflation would not go beyond 2 atmospheres. As physician began retracting the stent, which remained on the balloon, the stent accordioned near the sheath, so a radial cutdown was performed to remove the device and the procedure was completed. There were no patient complications reported.